Event description:
It was reported that following post-stent dilatation, of a severely calcified left common carotid artery, the pt was noted to have weakness in the right hand and right lower extremity along with some slurred speech. The procedure was quite difficult due to the pt's anatomy. A head CT showed no new bleed. The patient was treated with decadron. Over the next 24 to 48 hours, the majority of the symptoms resolved. The pt's condition required prolonged hospitalization. In 2007, it was noted that the patient's vital signs were stable, had excellent motor function in the right upper and lower extremities, was lucid, alert and oriented and was discharged that day. No additional information available. Study event.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.